Event description:
Reported as "band implanted would not inflate fully when tested. After implanted, physician noticed a very small leak that was not noted, during testing. Methylene blue was injected and 4 tiny holes noted".

Manufacturer narrative:
Taper ii. The access port connector associated with this report has not been returned by the reporter. Based upon the implant date provided, the connector type is assumed to be a taper ii. Analysis of the device noted damage from a sharp instrument to the band ring. There was no indication of wear related damage to the portion of the lap-band system returned. There is no other info available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakage as follows: "caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments. A damaged device must not be implanted. For this reason, a stand-by device should be available at the time of surgery."